Manufacturer narrative:
Exact date unknown. Event occurred two years ago from date manufacturer was made aware. Explant date: a long time ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 14150253/14171491.

Event description:
It was reported that patient underwent a system explant procedure due to inadequate stimulation. The explanted devices were not returned.